Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement occurred. During preparation, a 4.00x24 synergy¿ drug eluting stent was selected. However, during removal of the stent protector, the stent fell off. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.